Event description:
When tightening the ligapass band, the tensioner's pliers can crush the band, causing the band to break during surgery. This adverse event occuring in march and led to longer operating time, infection and re-intervention